Event description:
Reportedly, during pt use the silence and reset buttons were unresponsive. The pt was manually ventilated and transferred to another ventilator. There were no reported serious or negative pt consequences.

Manufacturer narrative:
(B)(4).